Event description:
Customer and internal testing yields p. Aeruginosa isolate mic discrepancy with piperacillin/tazobactam compared to a reference lab. The hospital obtained p. Aeruginosa sensitive results for piperacillin/tazobactam on initial and repeat testing: initial test: neg combo 44, (B)(6) 2013. Repeat test: neg mic 38, lot 2014-03-21. Internal testing of the isolate with a reference method control yielded sensitive results but the reference lab results were resistant. The reference lab test method is unknown. The patient previously had piperacillin/tazobactam resistant results and was being treated. The mic discrepancy was reported to the physician but it is unknown if therapy was changed based on the results. The hospital laboratory states the patient had multiple issues that led to their death but it was unrelated to the piperacillin/tazobactam discrepancy.

Manufacturer narrative:
Evaluations codes: method: actual device not evaluated - isolate tested on two microscan products and tested reference lab. Results: discrepant results compared to the reference lab results. Conclusions: no evaluation will be performed - additional testing performed by customer showed discrepant results.